Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 250 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag had dust inside the bag. This was observed while inspecting the solution filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between april 15, 2024 to april 16, 2024. H11: the actual device was not available. However, a video of the sample was provided for evaluation. Visual inspection of the video observed a dust like matter in the bag. The reported condition was verified. The cause of the condition could not be determined; however, may be inherent to variations of the manufacturing and/or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.